Event description:
It was reported that the patient was presented for initial implant procedure. During procedure, it was noted that the lead was repositioned multiple times due to inadequate electrical parameters. Due to multiple repositioning attempts, the helix was not able to move as expected. The procedure was completed using an alternate lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The complaint of helix mechanism issue was confirmed. The reported event of poor electrical parameter was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The cause of the reported event was isolated to the helix covered with blood. No anomalies were found.